Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of device image and was due to hardware error code reset from telemetry interruption. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Device was tested on bench and no anomalies were observed.

Event description:
It was reported that the device was found to be in backup vvi mode while still in the box. Device was fine a week before when device upgrade was performed. The cause of bvvi was unknown. Device was not used and was returned for analysis.